Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). This is one of two adverse events (2/2) being submitted for the same patient ambra ID (B)(6). H10: a supplemental MDR is submitted based on corrected data to the manufacturer's device evaluation. The pascal training manuals instruct the operator on proper positioning and deployment of the device, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the pascal system. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment are emphasized as key factors in the placement and fixation of the device. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment of the device. The presence of a single leaflet device attachment (slda), as described in the complaint event, was confirmed through imaging evaluation and available information. Possible contributing factors to intra-procedural slda include procedural-related and imaging-related factors. No manufacturing non-conformances were confirmed to be related or contributed to the complaint event. Therefore, no IFU/training deficiencies were identified, and no corrective/preventative actions were required.

Event description:
Edwards received notification of a pascal precision procedure in the tricuspid position. On pod +4, a single leaflet device attachment (slda) was detected. The starting tricuspid regurgitation (tr) was massive, and post-procedural tr was grade +1. Three devices were implanted; two were implanted a-s and one p-s. The p-s device detached from the posterior leaflet. The tr grade after the slda was +3. On pod 6, the patient underwent a pascal precision re-intervention to try to stabilize the slda. Initially, it was tried to fixate the slda implanting a new device over the p-s commissure without success. Then it was tried to fixate in a more central position with success in the p-s position and 10-4 clocking. Tr was still grade +2, so another device was attempted in p-s commissure with 3-9 clocking, but without effect on tr. When releasing the grasp and going back to the la, the new device implanted detached from the posterior leaflet. There were two slda on the septal leaflet that mechanically fixated each other. No hypermobility was seen on any of the two detached devices. Without the prospect of more reduction of the tr, the device was bailed out, and the procedure was finished with an ending tr grade +3.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). This is one of two adverse events (2/2) being submitted for the same patient ambra ID (B)(6). In this case, the device was implanted in the tricuspid position. The pascal precision transcatheter valve repair system is only indicated for the native mitral valve, addressing degenerative mitral regurgitation. Deployment in the tricuspid position is considered off-label. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). This is one of two adverse events (2/2) being submitted for the same patient ambra ID (B)(6). H10: a supplemental MDR is submitted based on the manufacturer's device evaluation. The pascal training manuals instruct the operator on proper positioning and deployment of the device, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the pascal system. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment are emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment of the device. The presence of a single leaflet device attachment (slda), as described in the complaint event, was confirmed through imaging evaluation and available information. No manufacturing non-conformances were confirmed to be related or contributed to the complaint event. Therefore, no IFU/training deficiencies were identified, and no corrective/preventative actions were required. H3 other text : device remains implanted.